Event description:
There was a minor patient burn when using the bend-a-beam handpiece. There was insulation breakdown where the tip meets the handle which caused sparks to shoot out of the side at that point.